Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty, it was unable to interrogate devices and failed its uplink tests. The cable was replaced to resolve. It was further noted that the lens on the upper case was cracked and the upper case was also replaced. The head then passed functional and bench tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had noisy telemetry as well as that it lacked telemetry. The programmer head was returned for service. No patient complications have been reported as a result of this event.